Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had an initial knee implanted six years ago and now relies on a walker to stand or walk. The patient mentioned that their medical provider has advised them that they need another knee replacement for their other knee. However, after consulting with the surgeon who performed the initial surgery, they were told that everything appeared to be fine. Despite this, the patient expressed that they are experiencing as much pain, if not more, than they did prior the surgery. Patient is not currently revised, but the report indicates a revision may be necessary. No further information available.